Event description:
Information received indicated the left intermediate siderail would not latch.

Manufacturer narrative:
The hill-rom technician found that the latch was sticking and not springing back and forth. He lubricated the latch to resolve the issue.